Event description:
The pt reported that sometimes she notices leaking out of the cartridge when filling prior to use. She stated that it normally does not leak into her infusion device. The pt stated that she still uses the cartridge because it usually does not leak into the infusion device. The pt was educated on not placing the leaky cartridge into her infusion device. She stated that the cartridge only leaks when filling the cartridge. The pt was also instructed to use a new cartridge in her infusion device if she notices any leaking. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.